Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went into 2:1 heart block during a therapy session. It was also reported that electrocardiogram showed the heart rate was below the set rate. Review of the recording indicated this was consistent with post pace t-wave oversensing (twos). The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up information from the clinic indicates reprogramming was performed.